Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging a settings issue with the one touch verio iq meter. It was noted the patient only had 1 choice of tagging. The patient did not allege any harm or injury because of the reported issue. The patient refused to retest, go through the proper training, and answer questions. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed a settings issue with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.